Event description:
Patient felt nauseous and vomited after receiving 3ml of IV (port) flush with monoject 0.9% sodium chloride. Patient had this experience more than once with this product. Patient did not experience this with a different brand of normal saline flush. Dose or amount: 3ml, flush, intravenous.